Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was clarified that the cause of the peritonitis was a breach in aseptic technique. After seventeen days, the patient was discharged from the hospital and antibiotic treatment was discontinued. The patient was reported to have recovered from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The cause of the peritonitis was not reported. It was reported three days after onset the patient was hospitalized for the event. The same day as hospitalization the patient was treated with intraperitoneal (ip) cefazolin 2 grams per day (duration not reported) and ip gentamicin 80 mg per day (duration not reported). At the time of this report the patient outcome was not reported. Dianeal therapies were ongoing. Additional information was unable to be obtained.